Manufacturer narrative:
Product ID 399930, lot# j0564105v, implanted: 2005 (B)(6);: product type lead product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 97740, serial# (B)(4); product type programmer, patient product ID 74002, lot# n401672, implanted: 2014 (B)(6); product type adapter. (B)(4).

Event description:
It was reported that the patient was having their leads replaced on the day of the report. Somehow during the lead replacement, the doctors damaged the battery and the battery was replaced. Post-op, the patient liked their device and had good coverage. It was further reported that the implantable neurostimulator (ins) would not be returned. The manufacturer representative was not sure what they did to damage the ins. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.